Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Disclosed to the public under the freedom of information act.

Event description:
Customer reported via phone call that customer was in the hospital due to chrons' disease and having high blood glucose value. Customer's blood glucose value was 450mg/dl. Insulin pump will not be returned for analysis.